Event description:
The pt had the device implanted for ventral hernia repair. The pt had a history of cirrhosis of the liver with significant ascites. Wound vac was placed with the initial drainage of 300-400cc/day. The pt also had high intra-abdominal pressure, and a distended colon. On post-operative day 5, the device split and the pt was returned to surgery. Based on the info provided, it was determined that the pt's medical condition was the major contributing factor for this event, but it is reported as a serious injury in which the device may have been a contributing factor. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval - review of the device history records. Query of lifecell's complaint mgmt system for any other issues or complaints reported against devices distributed from lot s10584. Results of eval: review of the device history records resulted in no remarkable findings. (B)(4). As of (B)(6) 2011, there were no other complaints of this nature reported to lifecell against this lot. Conclusion: device failure was related to the pt condition. Based on internal investigation, device met qc release criteria, including mechanical testing. This event involved serious injury in which the device may have bene a contributing factor.